Event description:
Pt pulled out their g-tube approximately 2 hours prior to insertion of the subject device. The stoma measuring device was used to see if the stoma tract was still open. The stoma was longer than the device. Insertion was difficult. Device was used for 2 hours. Pt was complaining during the feeding. Reporter thinks pt aspirated. Pt went to ICU with respiratory problems. And developed an acute abdomen requiring surgery. Pt is currently stable after surgery. No failure of the device was noted. Injury was associated with the placement of the device. One pt involved.